Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon inspection, it was discovered that the black wire was no longer soldered to the battery cell, causing a fault on the charger. The root cause of the unsoldered wire was likely due to an assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
The pt service representative (psr) assisting a (B)(4) old male pt contacted zoll lifecor customer support to report one battery was showing a battery fault on the charger and was unable to power on the monitor. The pt was provided with a replacement battery pack.